Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicates the patient had regained full mobility.

Manufacturer narrative:
The results / method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2019-03621. It was reported that the patient was experiencing numbness and an inability to move their right leg following a trial procedure on (B)(6) 2019. As a result, the leads were removed on (B)(6) 2019. The patient was sent to physical therapy. It is unknown if the issue has resolved at this time.